Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. As received only the connector portion of the lead was returned in one piece. Visual examination found full breach outer insulation degradations adjacent to the connector boot noted at 5.5 and 6.2 cm from the connector pin. All the other damage noted is consistent with procedural damage.